Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral bi-caval venous cannula, it was reported that perfusion had flow problems while on pump. At end of case customer figured out the cannula was not the same as the one they usually use even though it had the same catalog number. There was no reported patient impact associated with this event.